Event description:
A surgeon reported a pt that was dissatisfied with her postoperative outcome following intraocular lens (iol) implant surgery. The pt was experiencing blurry vision. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints reported in the lot. Additional info has been requested by phone, fax, and mail on (B)(4) 2012. A completed questionnaire has not been received.